Event description:
Clinical trial. Same case as MFR# 6000089-2006-02060. It was reported that 90 days post index procedure, the pt experienced a myocardial infarction (mi). The index procedure treated the mid left anterior descending (lad) artery. The lesion was 3 mm wide, 35 mm long, and 90% stenosed. There was moderate calcification and tortuousity. The physician predilated the lesion prior to placing overlapping 3.0 x 20 mm and 3.0 x 24 mm taxus liberte stents. Residual stenosis was 50%. The pt was discharged one day later on aspirin and plavix. On day 90, the pt experienced a non q wave mi. ECG and enzymes confirmed the mi. The pt received medical therapy and the event resolved. The pt was taking aspirin and plavix at the time of the event. In the opinion of the physician, there is no relationship between the mi and the taxus liberte stent. This product is only ous approved, but is similar to a marketed us device.

Manufacturer narrative:
A unit has not been returned for review; therefore, a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the mfg records for this particular batch namely top assembly batch # 8096838 found that the device met its material, assembly and product specifications, at the time of release to distribution.